Event description:
The contact called from central supply. He stated that their 2 contour meters were reading falsely high. On one occasion, paramedics were called, and they tested the patient's glucose when they arrived. They received a reading of 119 mg/dl using one of the contour meters. Based on the symptoms, the pt was displaying and the normal glucose reading, paramedics thought the patient had suffered a stroke. The pt was taken to the hospital. The hospital received a blood glucose reading of 40 mg/dl once the patient arrived. The pt was treated with glucose solution and brought to normal consciousness. While troubleshooting, the contact received a control test result of 147 mg/dl. The normal control range was 97-135 mg/dl. The test strips and meters are to be returned for evaluation. Replacement products were sent to the contact.